Event description:
It was initially reported that the taxus liberte stent was unable to cross the lesion during a coronary artery drug eluting stenting treatment procedure. However, analysis of the returned device completed on (B)(6) 2009 revealed stent damage. The lad (left anterior descending) lesion was accessed via the radial artery and was 60% tortuous with 80% stenosis, and moderate calcification. The 3.0x24mm taxus liberte stent delivery system was unable to cross the lesion. There were no patient complications and the patient was reported to be good.

Manufacturer narrative:
A visual and microscopic examination found that the stent had moved 2mm distally from the distal edge of the proximal maker band and the distal and proximal edges of the stent were damaged. The stent was damaged on the distal section on row one with struts raised, and was also damaged in the proximal section on rows one to three with struts misaligned, and raised distally. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. No additional product analysis or external evaluations were performed. The manufacturing records were reviewed and no issues or discrepancies were found and the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).